Manufacturer narrative:
Updated data: h6 -method, result and conclusion codes h10 - conclusion: a media file was provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. The media file provided is of a non-medtronic transcatheter aortic valve replacement (tavr) procedure thus this review is not possible. Upon review of the information provided, the primary event of ascending aorta dissection leading to pericardial effusion, cardiac tamponade, cardiogenic shock, cardiac arrest requiring thoracotomy/thoracentesis, percutaneous cardiopulmonary support (pcps), manual compression, extracorporeal membrane oxygenation (ECMO), suture placement, explant of the non-medtronic (mdt) transcatheter valve and implant of a surgical aortic valve, resulting in death, is assessed as likely related to the evolut fx delivery catheter system (dcs) and its interaction with the non-mdt valve. The medtronic fx valve was being delivered along the greater curvature of the aorta, when the dcs caught on the upper stent of the 1st non-medtronic valve (that was dislodged, snared and sutured in the ascending aorta), causing a dissection at the lower end of the non-coronary cusp (ncc). Per the physician, the cause of death was blood vessel (dissection). Of note, the evolut fx dcs and valve were withdrawn from the patient when the dissection was noted. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Cardiovascular injuries, such as pericardial effusion and cardiogenic shock, are known potential adverse patient effects per the evolut system IFU and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Heart failure (of which cardiogenic shock is a form of) is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). Vascular access related complications, such as dissection and patient death, are also a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. In this case, the root cause of the cardiovascular injuries may be related to the dislodgement of the non-medtronic valve when advancing the medtronic dcs, causing the dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that as the medtronic valve was being delivered along the greater curvature, the dcs caught on the upper stent of the non-medtronic valve causing a dissection at the lower end of the non-coronary cusp (ncc). In result, the patient developed cardiogenic shock and cardiac arrest. The medtronic valve was withdrawn. The patient was placed on percutaneous cardiopulmonary support (pcps), and a thoracotomy was performed. After the patient was transferred to the coronary care unit, the patient¿s condition remained unstable, and the cardiopulmonary function could not be maintained. The patient died the following day.

Manufacturer narrative:
Updated data: b5. H6. Ime/annex e codes corrected data: b2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other medical products in use during the event include: product analysis: both of the devices associated with the event were discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of a non-medtronic valve via transfemoral access, it was noted the valve was difficult to implant in the intended place. However, the valve was implanted but it dislodged. The non-medtronic valve was sutured up and fixated with a snare. Afterwards, an attempt was made to place the medtronic transcatheter valve. During the valve placement, the delivery catheter system (dcs) and the medtronic valve interfered as the dcs passed through a non-medtronic valve, resulting in ascending dissection at the lower end of a non-medtronic valve. Afterwards, repair was performed via surgery. Additional information was received that during the medtronic valve placement, valve leaflet rupture was noted. In addition, aortic dissection, and cardiac tamponade (CT) occurred. It was reported the CT was removed via surgical thoracotomy; aortic bleeding was confirmed. Manual compression was performed. After manual compression, sutures were performed, and the heart was surgically placed in a closed chest. It was noted the non-medtronic valve was retrieved, and aortic valve replacement was performed. The patient was transferred to the coronary care unit after placing the extracorporeal membrane oxygenation. Subsequently, the patient died. The cause of death was blood vessel related. Per the physician, the valve implant procedure was a contributing factor to the patient's death. However, the valve contributing factor to the patient's death was unknown.